Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the device was found in elective replacement indication (eri). The device was not implanted. The patient condition is ok.